Event description:
Paramedics attended to a person diagnosed in cardiac arrest. Disposable defibrillation/ECG electrodes were applied to the pt. The monitor reportedly failed to display the pt's ECG. The medic checked the cable and electrode connections and found no problems. A 4-lead pt cable was subsequently connected to the pt. The monitor again reportedly failed to display the pt's ECG. A backup monitor was made available and used. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of device use.